Manufacturer narrative:
Complaint is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported failure cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame 4,440 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0005. Per the instructions for use, the user is advised the following: use care to properly align the inserter with the bone hole while inserting the anchor into the bone hole. Do not bend or twist the inserter during insertion as damage to the cartridge or incomplete insertion may result. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional product codes: mbi and hwc. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 10301 device was being used during an unknown procedure on (B)(6) 2021 when it was reported that "when anchor was inserted into patient, the anchor broke off the tip" there was no report of patient/user impact or injury. There was a 20 minute delay to the procedure. A good faith attempt was made for further information; however, to date no information has been received. If new information is obtained this complaint will be reassessed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.